Manufacturer narrative:
Date of report: 26sep2018. Date received by manufacturer:10may2018. The exhalation flow sensor was returned to philips for evaluation. A visual inspection of the sensor revealed contamination and debris. Testing was performed on the sensor, and the testing failed. It was determined that the root cause of the alleged issue was due to contamination of the sensor.

Event description:
The customer reported a ventilator that will not power on. No patient involvement

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on. No patient involvement.